Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Reportedly, the customer experienced elevated blood glucose (bg) levels in the high 200 (mg/dl) range. The customer administered manual injections to stabilize high bg levels. The customer will continue to use the pump for insulin therapy.